Event description:
It was reported that the 9000 system had a physicist discrepancy. The maximum fluoro exposure and boost high level exposure exceed the upper limit. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The customer canceled the svc call. A follow up report will be filed when add'l details become available.